Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 and g5 are unknown. No product information has been provided to date.

Event description:
It was reported that during the use of the product the pump exhibited a no message alarm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact upon receipt and no physical damage was found. Error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation, no fault was found. Root cause of the reported event is unknown, but possibly related to a downstream sensor or cassette product. Preventively, the downstream sensor was replaced. The returned product is beyond two years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.